Manufacturer narrative:
The field service engineer could not determine a cause. He replaced the sample probe, ise electrodes, tubing, and a nozzle. He decontaminated the ise flow path. Ise checks were performed and these looked good. The customer ran calibration and controls; all results were within the customer's specified ranges. Precision studies were performed. The customer had no further issues after the service visit. The investigation determined that the issue was solved by the service actions.

Event description:
The initial reporter stated that they received a short sample alarm for one patient sample tested for multiple assays on the cobas 6000 c (501) module. The sample had results of "0s" for multiple tests. The reporter repeated this sample and received similar results. The reporter then repeated this sample on a different analyzer and received normal results. This sample was checked for clots and none were observed. The reporter repeated other samples tested around the same time as the sample that had the issue. When these other samples were repeated, they found one sample had a discrepant result for ise indirect k for gen.2. An incorrect result was reported outside of the laboratory for this sample. The sample initially resulted with a k value of 3.9 mmol/l. When repeated on a different analyzer, the sample resulted with a value of 4.4 mmol/l. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The k electrode lot number was v80.